Manufacturer narrative:
The device was returned to the manufacturer for investigation and the tip break was confirmed. The production records were reviewed, no manufacturing deviations were identified that could have contributed to this incidentt. The exact cause of this event could not be established. The incident was reported to have occurred in australia.

Event description:
It was reported to the manufacturer that tip of an inserter broke during surgery and was left in a cage inside the patient. No injury to patient was reported. An additional forty-five to sixty minutes was added to the surgery time. Surgery was completed successfully.